Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: md, vascular surgery. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had indicated that during the procedure he noticed a hematoma forming on the groin after they had swapped out the pinnacle sheath for a 6fr destination. The registered radiologic technologist rt(r) in the room, was alerted and held pressure on the hematoma during procedure. Upon removal of the sheath, the doctor stated he noticed something different on the distal end of sheath that felt burr like and was visible on distal end of sheath. The staff continued to hold pressure to resolve the hematoma. The patient was good and in stable condition. The procedure was completed successfully. Additional information was received on 06oct2021. The case was a peripheral intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination sheath with its dilator fully inserted and mated were received for product evaluation. The sheath and dilator were subjected to visual analysis and deformation at the tip of the sheath was observed. There was a depression on the side of the tip, and just adjacent to it an elevated bump. The complaint is confirmed for mechanical damage of the sheath tip. The exact root cause cannot be determined. Historically, deformations like the one seen in this complaint occur during sheath insertion. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No ncs or capas were opened for this issue within the last 12 months. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.